Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported she was in the hospital for an unrelated issue and wanted to turn stimulation off for an elec trocardiogram (EKG). It was noted an elective replacement indicator (eri) was seen. Steps were reviewed to bypass the information screen. It was noted there was an allegation/dissatisfaction with implantable neurostimulator (ins) longevity. The caller stated they just check the ins 3 weeks ago and it didn¿t have the eri. The caller was redirected to the healthcare professional (hcp) to discuss next steps regarding replacement of the ins. There were no symptoms reported. There were no further complications that have been reported as a result of this event.